Event description:
The complainant reported a 67-year-old male patient was on impella rp flex support due to decompensating after being admitted with right coronary artery st-elevation myocardial infarction. While on support, dopplers showed multiple small deep vein thrombosis in extremities. Additionally, the placement signal (ps) changed since the pump was repositioned in the catheterization lab. The ps was reading higher and not correlating with the swan. The flows decreased to 0.3-0.5 liters per minute since the repositioning and motor current dropped. There was a concern for possible clot ingestion of impella as ps increased with significant decrease in flow. The pump was explanted and biomaterial noted on intake of impella rp flex. The patient survived.

Manufacturer narrative:
The investigation has been completed. Data logs showed motor current spike with sustained upwards shift, increase in placement signal, speed deviation, and drop in flow on two different dates. Ingestion event on the first date recovered. Event on the second date did not recover and the pump was explanted due to suspected thrombus. Biomaterial was found in the inflow cage and around impeller. No cannula kinks were noted. The pump was returned cut at the catheter. The cause of the low pump flow was determined to be most likely due to biomaterial.